Event description:
During a remote follow-up, episodes of non-sustained right ventricular oversensing (nsrvos) and pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The device was reprogrammed successfully. The patient is stable and will continue to be monitored.